Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('migration of essure device location of device: unknown') in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient has no nickel allergies pregnancy test done. Essure confirmation test: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe: mood swings"), acne ("acne breakouts:rashes or skin conditions type:"), migraine ("migraines / headaches"), headache ("migraines / headaches"), back pain ("pain, back"), dysmenorrhoea ("dysmenorrhea (cramping"), pelvic pain ("pain,") and abdominal pain ("pain, abdominal"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device dislocation, abdominal distension, pregnancy with contraceptive device, mood swings, acne, migraine, headache, back pain, dysmenorrhoea, weight increased, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, acne, back pain, device breakage, device dislocation, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: the trailing coils are as follows: left ¿ 6, right - 1 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs and mr received. Events hormonal changes describe: bloating & mood swings, pregnancy (with complications), rashes or skin conditions type: acne breakouts, migraines / headaches, migration of essure device location of device: unknown, device breakage, dysmenorrhea (cramping), pelvic pain, back pain, abdominal pain, weight gain, device ineffective were added. Suspect drug start date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: unknown') and pregnancy with contraceptive device ('pregnancy (with complications),') in an adult female patient who had essure (batch no. A14900) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: patient has no nickel allergies. Pregnancy test done. Essure confirmation test: yes. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), abdominal distension ("hormonal changes describe: bloating"), mood swings ("hormonal changes describe: mood swings"), acne ("acne breakouts:rashes or skin conditions type:"), migraine ("migraines / headaches"), headache ("migraines / headaches"), back pain ("pain, back"), dysmenorrhoea ("dysmenorrhea (cramping"), pelvic pain ("pain,") and abdominal pain ("pain, abdominal"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abdominal distension, mood swings, acne, migraine, headache, back pain, dysmenorrhoea, weight increased, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain, acne, back pain, device breakage, device dislocation, dysmenorrhoea, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: the trailing coils are as follows: left ¿ 6, right - 1. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. After internal review, pregnancy outcome was updated from "ongoing" to "not reported". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.